Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 586 mg/dl. Cause was not known. The customer administered a manual injection to address elevated bg level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.